Event description:
The reporter indicated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and the lens was removed. The lens was torn. The lens was discarded by the technician. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).: device evaluated by manufacturer. Lens was discarded. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter stated the lens tore while being inserted and was removed with no patient injury. The backup lens was implanted. The reporter stated the cause of the event was due to lens not being loaded properly, due to a loading error.